Event description:
It was reported that the epg (external pulse generator) intermittently powers on. The battery contacts are suspected because the indicators glow and then fade out. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no anomalies were found during functional or bench testing. It was noted that the upper and lower case halves were broken, one bail cover was broken, the ring cover and battery drawer were contaminated and the keyboard window was scratched.